Event description:
It was reported that during a surgical procedure, at the start of rotation of the bur, the bur broke cleanly into three pieces. It was also reported that a second bur was used and it also broke into two pieces, resulting in a delay of forty five minutes. The procedure was completed successfully using a backup device; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, at the start of rotation of the bur, the bur broke cleanly into three pieces. It was also reported that a second bur was used and it also broke into two pieces, resulting in a delay of forty five minutes. The procedure was completed successfully using a backup device; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.

Manufacturer narrative:
H6: the quality investigation is complete.